Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer report through sales rep that device has snapped during procedure.

Event description:
Customer report through sales rep that device has snapped during procedure.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned broken as reported. The device inspection revealed the following: visual inspection the clamping lever on the shaft of the self-holding screwdriver, extra short 3.5 mm was completely broken off in brittle manner. No evidence of excessive handling was found. The clamping sleeve with torque limiter appeared to be undamaged. Functional inspection due to breakage no function was given. Dimensional inspection dimensional inspection revealed no deficiency. Diameter and hardness were in accordance with specs. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. Based on the investigation, the root cause was attributed to a user-related issue. The breakage shows signs of torsional or bending overload applied on the screwdriver during use. The instructions for use also state that: avoid excessive workloads or wedging or twisting the instruments during the operation. In extreme cases this can lead to fracture of the instrument. Failure to observe this procedure can lead to fracture of the instrument and represents a high risk for the patient and the surgeon. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. With available information the root cause was breakage due to overload which was regarded being user related. With available information a deficiency of the device was not determined.